Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used according to the IFU. When pulling out, the entire device came out of the vessel and the fiber was not visible. There was a direct bleeding into the subcutaneous tissue. Pressure bandage for eight hours was created. There was no significant blood loss. There was no harm to the patient. The type of procedure being performed was a coro. Hemostasis was achieved with manual compression for six to eight hours. A 6fr procedural sheath was used prior to the angio-seal device. A pre-deployment angiogram was performed. The estimated blood loss was not greater than 250cc. The patient's condition was stable. Additional information was received on 13oct2020. There was no hematoma, just normal bleeding since the closure did not work. In germany the standard time for manual compression is 6 to 8 hours. A pressure bandage was applied for 8 hours.